Event description:
It was reported that 50 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar had contamination that was discovered prior to inoculation. The following information was provided by the initial reporter: it was reported that customer reporting contamination. Was the contamination: surface/subsurface? Mixed bacteria on agar observed before or after inoculation/incubation? Prior to inoculation. Observed before or after opening sleeve? Observed after opening sleeve.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
During manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1337247 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 1337247. Retention samples from batch 11337247 were not available for investigation. There were no pictures available for review of this complaint. No return samples were received for investigation of this complaint. Bd will continue to trend complaints for contamination and uneven fill. Management file review assessed the potential risk (uneven fill) for the defect as severity s1, per baltrmppmselectiveaph, rev 02, ID 6.6. Management file review assessed the potential risk (contamination) for the defect as severity s1, per baltrmppmselectiveaph, rev 02, ID 6.13.

Event description:
It was reported that 50 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar had contamination that was discovered prior to inoculation. The following information was provided by the initial reporter: it was reported that customer reporting contamination. Was the contamination: surface/subsurface? Mixed bacteria on agar observed before or after inoculation/incubation? Prior to inoculation. Observed before or after opening sleeve? Observed after opening sleeve.